Event description:
On (B)(6) 2012 the lay user/patient in france contacted lifescan to report she obtained the blood glucose reading of 139 mg/dl on the one touch verio pro meter, and a reading of 77 mg/dl on another meter within 30 minutes. The patient experienced no symptoms and denied seeking medical attention; there was no patient injury associated with this issue. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was not resolved. The test results fell outside expected values for meter-to-meter accuracy testing, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/12/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.